Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed level sensor. The device was evaluated. The tank was found to read half full on empty. The level sensor was replaced. The device passed all applicable testing and is ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed stated the arctic sun device did not cool to 5c. During manual control the flow was 1.5, inlet pressure was -6.8 and chiller temperature (t4) was 28.7. The mixing pump was failed, system hours were 2580, pump hour were 2334. The biomed requested quote for 2000 hour service. Per sample evaluation results on 14sep2023, it was reported that the level senor reads 1/2 full on empty tank. The l-tube & double l-tubing appears distended/expanded. Performed 2000 preventive maintenance service on the unit.

Event description:
It was reported that the biomed stated the arctic sun device did not cool to 5c. During manual control the flow was 1.5, inlet pressure was -6.8 and chiller temperature (t4) was 28.7. The mixing pump was failed, system hours were 2580, pump hour were 2334. The biomed requested quote for 2000 hour service. Per sample evaluation results on (B)(6) 2023, it was reported that the level senor reads 1/2 full on empty tank. The l-tube & double l-tubing appears distended/expanded. Performed 2000 preventive maintenance service on the unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.